Manufacturer narrative:
Unit was received with currents in spec. Motor error alarm due to defect motor assembly. Unable to perform the prime/delivery test, excessive no delivery test, displacement test due to motor anomaly. No e-70 anomaly noted.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during bolus. The customer also reported a motor position encoder error alarm. Blood glucose level at the time of the incident was 218 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.